Event description:
During intubation of patient at outside hospital by the transport team, the stylet broke off within the endotracheal tube. The patient was ventilating and oxygenating well upon arrival at the hospital. The broken stylet did not appear on the x-ray and was not discovered until the endotracheal tube was removed.